Manufacturer narrative:
Follow up #1, the following information was updated / completed: additional: patient information. Corrected / changed /required by missing data report : describe event or problem, common device name (FDA product code), contact office information, date received by MFR., type of report, type of reportable event, if follow-up, what type? Additional manufacturer narrative and/or corrected data. Richard wolf medical instruments corporation (rwmic) received information from the user facility on november 13, 2017. Richard wolf medical instruments corporation (rwmic) considers this matter closed. However, in the event rwmic receives any additional information a follow up report will be submitted to FDA.

Event description:
Follow up report #1.

Manufacturer narrative:
A full investigation could not be completed, as the actual device was not returned to the richard wolf facility. However, a photo of broke device was submitted for review. Photo showed a bowed shaft and the distal end of cannula was missing. Bowing of the shaft is due to excessive force applied. If excessive axial force, greater than 50lb/f (foot pounds) is applied, the cannula tip will break. Device manufactured date - sep2006. Device purchased date - a total of three cannulas (lot #249s06) were purchased by user facility: 25sep2006, 04oct2006, 02nov2006. Service dates - no entries of service performed. No similar complaint have occurred in the last three years on this device type. Richard wolf considers this matter closed. However, in the event the device is returned or additional information is received, rwmic will provide FDA with a follow-up report.

Event description:
User facility notified richard wolf medical instruments corporation (rwmic) that after removing cannula from patient during a procedure, it was noticed the cannula was broken. According to user facility, cannula broke approximately one inch from distal end. A similar back up device was available for use and procedure completed as scheduled. After procedure was completed, x-ray was performed on patient to ensure no foreign objects remained. No injury to patient or staff reported.